Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a blepharoplasty on an unknown date and suture was used. Three days post-op, the upper lid dehisced and the suture appear broken. The patient was planning on returning to the office on (B)(6) 2015 for resuturing of the incision. Additional information has been requested.

Manufacturer narrative:
Recall: z-1839-2015. Conclusion: representative samples were returned for evaluation. Visual and functional inspections for strength were performed and the samples met the requirements.